Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due diabetic ketoacidosis and also had high blood glucose on an (B)(6) 2019. The customer¿s blood glucose level was 516 mg/dl at time of incident. It was reported that they were treated with insulin pump. The customer does not allege pump was under delivering. It was reported that they had no delivery alarm. It was reported that they had positive results in ketones test. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to perform the high pressure test. The customer was advised the pump is designed to trigger an alarm if it detects a blockage preventing the flow of insulin. The insulin pump will not be returned for analysis.